Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer contacted product support and requested for service repair. The service engineer replaced the touch screen to address the reported issue.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the touch screen is faulty.

Manufacturer narrative:
Date received by manufacturer: 05 november 2019. Date of this report: 14 november 2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec.